Event description:
It was reported that patient had revision due to loosening of tibial tray.

Manufacturer narrative:
An event regarding baseplate loosening involving a series 7000 standard tibia was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records and/or device were received. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that patient had revision due to loosening of tibial tray.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned.